Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd phaseal¿ protector p55s had leakage issues. The following information was provided by the initial reporter: "...its fluid leaked from the connection to the vial."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd phaseal¿ protector p55s had leakage issues. The following information was provided by the initial reporter: "...its fluid leaked from the connection to the vial."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-mar-2022. H6: investigation summary: protector, injector, vial, and syringe received for investigation. Upon visual inspection it can be confirmed that leaks are present in the filter of the protector, the filter appears oversaturated. A device history review was performed for lot 2102118 no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. If the protector is used more than once, liquid may accumulate and oversaturate the filter. This oversaturation would create a pressure which prevented proper air release to the expansion chamber. The same effect may occur if liquid accumulated within the internal face of the vial rubber stopper, overpressure could then create a leak into the expansion chamber. The product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported 2 bd phaseal¿ protector p55s had leakage issues. The following information was provided by the initial reporter: "...its fluid leaked from the connection to the vial."